Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report : 09jul2019. A visual inspection of the data acquisition printed circuit board assembly (da pcba) revealed no evidence of damage or contamination. Further testing of the da pcba showed that the u14 component failed which resulted in the report error reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 22jan2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared an error 100a (data acquisition board - analog to digital converter failure). There was no patient involvement. The event date was not specified; estimate used.